Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection one month after the implant of a cardiac resynchronization therapy defibrillator (crt-d) system with an antibacterial absorbable envelope. The entire system was explanted and not replaced. No further patient complications have been reported as a result of this event.